Event description:
It was reported that patient continues to have spells of some sort remittent only and continues to feel that his vns is not functioning properly, and provider remains suspicious that most spells are non-epileptogenic. The battery for the patient is on the lower side and the patient is having more events and has been referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient was explanted of their generator due to MRI reasons. There is no connection made by the physician to the reported adverse events in the initial report and this new report of explant. The explanting facility is noted to be a no return site and therefore no product return is anticipated. No other relevant information has been received to date.